Event description:
It was reported to medtronic minimed that the customer reported a loss of communication between the insulin pump and mobile device. The customer login issue. The customer reported no adverse event. The event involved product(s) mmt-7333, mmt-1884, mmt-6101. Troubleshooting was performed for login issue. No harm requiring medical intervention was reported. No product return was required for mmt-7333. No product return was required for mmt-1884. No product return was required for mmt-6101.

Manufacturer narrative:
We did not attempt to reproduce the issue because testing or reproducing it would not provide conclusive results. Instead the issue was investigated through database application logs. The software support team's thorough investigation of the database application logs found failed login events in the user's sso logs. This suggests that the user was entering incorrect credentials. The software successfully adhered to the specified requirements and performed in accordance with the expectations specified in the ""sw requirement doc"" field. Issue was not confirmed by log analysis. To assist with the resolution of the issue, we provided the helpline team with the following recommendation to ensure that it is addressed effectively: the patient does not have any login activity since april 1st. According to your notes this issue occurred two days ago on april 9th. If that is the case then I would suspect that the patient might not be entering their username correctly on the carelink website, are they also using a mobile app? I can confirm the patient had multiple failed login attempts. The failed login attempts are due to invalid credentials being entered. The most recent login attempts appear to be successful. Please have the patient follow the following steps: try logging in to the carelink website on incognito mode make sure the username and password are entered correctly disable any password manager or autofill. If the patient is able to login to the website, please have them try logging in to the app again. If the patient is not able to login through the website, then they should reset their password. Then try to login through the website once more. The most likely root cause of this issue is due to user error of mixing up their multiple carelink personal accounts and passwords. No logs or evidence of a carelink fault or error found. Helpline reported that no more troubleshooting would take place after informing patient to use a single carelink personal account for their data uploads and report generation. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.